Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that furosemide was programmed to infuse at a rate of 10 mg/hour (1 ml/hr) at 0515 by the night shift nurse. The day shift nurse responded to an "air in line" alarm at 0715. The infusion bag was completely empty and all medication had infused. The provider team was notified and the pump, channel, and tubing were sequestered to the nurse management office.